Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that he missed two antibodies when testing with biotestcell 3 on tango optimo. The customer reported that the patient has two known antibodies, an anti-e and anti-k. Therefore the customer decided to retest the patient sample with panel cells on their second tango optimo. On this second tango optimo, the patient sample yielded a correct positive reaction. The customer has neither returned the patient samples that had caused false negative test results nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of biotestcell 3 on tango optimo with different samples and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed: the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service engineer inspected the affected tango optimo and items critical to the washing process have been checked/replaced/aligned. The results obtained for the complaint sample after the service intervention do match the results that have been received from the second tango optimo on site. The complaint has been confirmed and closed as a repair.